Manufacturer narrative:
(B)(4). Physio-control made an initial evaluation of the customer¿s device and verified the reported issue. It was observed that when the device was tilted backwards the device powered off. In addition, it was observed that one of the battery pins in battery well 2 was loose. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced multiple inappropriate losses of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected information: date of event of the initial medwatch report indicates (B)(6) 2018. Date of event of the initial medwatch report should indicate (B)(6) 2018. Describe event or problem of the initial medwatch report indicates: the customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event. Describe event or problem of the initial medwatch report should indicate: the customer contacted physio-control to report that their device powered off by itself. The event occurred while monitoring a (B)(6), female patient. There was no report of an adverse effect to the patient. Follow-up information: physio-control determined that the cause of the reported issue was a loose battery pin in battery well #2. The battery pins were replaced to resolve the reported issue. Additionally, the battery wire harness and power pcb assemblies were replaced as precautionary measure. After performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The event occurred while monitoring a (B)(6), female patient. There was no report of an adverse effect to the patient.